Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On(B)(6)2024, it was reported by a sales representative via email that two ar-2324psp peek swivelock sp had issues. The first peek swivelock sp was inserted properly. Once the anchor body was down to bone, the surgeon advanced the anchor. Every time the inserter was rotated it pulled on the sutures coming off the medial row of the fibertak anchor. It appeared as if the eyelet was rotating with the inserter as it was turned clockwise. When removing the peek swivelock sp, the eyelet would not come out. The eyelet was unable to be removed but everything else was. On the second lateral row of the peek swivelock sp, the surgeon used the green punch down to the second laser line to create a pilot hole. The same issue occurred with the second swivelock as it did with the first. The eyelet and the rest of the second swivelock were removed without issues. The fibertak remained in the patient. The case was completed by using two ar-2324pslc peek swivelock c for the lateral row. The patient construct was completed as normal, and there were no adverse events. This was discovered during a procedure on (B)(6)2024. The case was not delayed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.